Event description:
The large clip applier was in use by the surgeon when it became stuck in the closed position on the patient's tissue and the emergency wrench would not release it. A da vinci scissor was used to free the tissue. No injury to the patient. Surgery: cholecystectomy. Reference MFR # 2955842-2013-05972.